Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the device not detcted on bus due to a defective controller board. A field service engineer reseated cables and replaced controller board to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported that when using the bd pyxis medstation system, the drawer not detected on bus and showed error. The customer reported that this malfunction occurred when a user was trying to dispense medication to a patient. There were no adverse events or injuries reported based on this event.